Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial lead exhibited an episode of noise. The right atrial lead was capped and replaced on (B)(6) 2023. The patient was in stable condition throughout the procedure.